Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did blood glucose tests within minutes, using separate fingersticks, with results of 137, 154, 164 and 177 mg/dl. She stated that she did not have any symptoms. During troubleshooting, she was given assistance in cleaning the meter. On followup, the reporter stated that she had been receiving more acceptable test results (no specific info was provided.)